Event description:
An endurant stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. The aneurysm was saccular. The vessel morphology was reported as very small in diameter (3-4 mm) contralateral side, moderately tortuous and severely calcified iliac arteries. It was reported that after the bifurcated stent graft was implanted the contralateral limb could not be cannulated due to patient narrow iliac vessels. The physician elected to convert to an aortic-uni-iliac with the implantation of a talent converter, a zenith plug and perform a femoral to femoral bypass. No additional clinical sequelae were reported, and the patient is fine.

Manufacturer narrative:
Evaluation, results: (B)(4) patient's condition affected effectiveness of device (anatomy related; small diameter iliac artery), (B)(4) inherent risk of procedure (fem-fem bypass), (B)(4) failure to follow instructions (use within a small diameter iliac artery). Evaluation, conclusions: (B)(4) device failure/lack of effectiveness related to patient condition (anatomy related; small diameter iliac artery), (B)(4) user error contributed to event (use within a small diameter iliac artery).